Manufacturer narrative:
Dates of death, event, and implant: estimated dates. The devices were reported in an article and therefore will not be requested for return. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other patient effects reported will be filed under a separate medwatch.

Event description:
This is filed to report death. It was reported through a research article identifying mitraclip devices that may be related to the following: death, pericardial effusion, renal failure,heart failure, cerebrovascular, myocardial infarction, atrial fibrillation, sepsis, prolonged hospitalization, worsening and recurrent tricuspid regurgitation. Specific patient information is documented as unknown. Details are listed in the attached article, titled outcomes of ttvi in patients with pacemaker or defibrillator leads data from the trivalve registry.¿ no additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
B2, b3, d6: estimated dates. The UDI is unknown because the part number and lot number were not provided. The devices were not returned for analysis. The lot history record (lhr)and similar complaint review could not be performed because this incident was based on an article review and no device/lot information was provided. A conclusive cause for the reported death cannot be determined. The reported patient effect of death is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.h6: device code 2993 added.